Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during angioplasty in the upper cephalic before the arch, the pta balloon allegedly ruptured circumferentially during the first inflation (atm unknown). It was further reported that upon retraction through the sheath, it was identified that remnants of the balloon detached and remained in the patient. Reportedly, the heath care provider decided to conclude treatment and schedule a retrieval procedure following the date of event. The patient was reported as asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found a complete circumferential detachment of the balloon. Additionally, a portion of the inner guidewire lumen was returned detached and stretched along its length; the inner marker bands were also found to be detached. The introducer sheath was also returned, and the distal tip of the sheath was found to be bunched. Therefore, the investigation is confirmed for a circumferential rupture as well as balloon, catheter, and marker band detachment. Due to the stretching of the inner guidewire lumen segment, and bunched sheath distal tip, the investigation is also confirmed for sheath-related retraction issues. The balloon rupture likely lead to the retraction issue and detachments. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: (B)(4).

Event description:
It was reported that during angioplasty in the upper cephalic before the arch, the pta balloon allegedly ruptured circumferentially during the first inflation (atm unknown). It was further reported that upon retraction through the sheath, it was identified that remnants of the balloon detached and remained in the patient. Reportedly, the heath care provider decided to conclude treatment and schedule a retrieval procedure following the date of event. The patient was reported as asymptomatic.